Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced pocket pain and underwent surgical intervention to replace ipg and reposition pocket site. Therapy was restored post-op.